Event description:
It was reported that during the implant procedure, the lead¿s helix was blocked. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. The helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant. (B)(4).